Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As noted in the warnings portion of the device instructions for use, "attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly." At this time it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that they put the wire down and they deployed the stent and they went to pull the wire out, it sheared off into the patient. The tip of the wire was still in the patient. They left it in the patient. (B)(6) talked to one of the staff members today and they're thinking about that they may go in and try to remove it but the staff didn't know.

Manufacturer narrative:
Additonal information received.

Event description:
Additional information received from the distributor indicated that there was resistance felt during withdrawal of the thruway device. The thruway wire came in contact with the stent material during withdrawal causing the thruway wire to shear off. The device is not expected to be returned and there were no reported patient complications.